Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the system wouldn't take picture by footpedal or by hand. It was also making a funny noise during a procedure. No pt injuries were reported.